Event description:
Customer reported the insulin pump was not giving enough insulin. Issue only occurred once but it was corrected. Customer stated she thinks the tubing might have been kinked. Customer blood glucose went up to 300 mg/dl. Customer stated she was going through more insulin then she should have been. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.